Manufacturer narrative:
(B)(4). As the product was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The cause of the issue was determined to be due to a supply bag disconnecting without falling. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue from a supply bag to a cassette set. The supply bag became disconnected. This occurred during drain one of seven of peritoneal dialysis therapy and the patient was connected at the time of the event. Therapy was ended. There was no patient injury or medical intervention associated with this event. No additional information is available.